Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted h11 field (investigation summary). The incorrect verbiage (product technical investigation (pti)) was removed from the investigation summary. The device was returned to olympus for inspection, and the reported failure was confirmed. According to the investigation, the device had detached bending section and peeled insertion tube. The root cause could not be identified. Based on the results of the investigation, the suggested probable causes of the reported failure can be traced to component failure which means expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. According to the investigation, the device had detached bending section and peeled insertion tube. The root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes of the alleged failure. The most probable cause traced to component failure which means expected or random component failure without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope had detached bending section and peeled insertion tube. There was no patient involvement.